Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain on (B)(6) 2016. It was reported that there was overstimulation since implant. The patient stated that the pulsing gets to be too much. She can't lay flat in bed because it's too much. If she sits up in a chair partially it is okay. The patient was going to be programmed with adaptive stimulation at next appointment, but until then, she would have to manually make changes. The patient was okay.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported they had an appointment with their doctor and the manufacturer¿s representative to ¿set and regulate the pulsing¿ so that it was the same in multiple positions. The patient understood it better and the pulsing issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.